Event description:
It was reported to philips that the device had an error upon bootup. The symptom was further clarified by a philips fse as the device showed a system error and could not pass selftest. The device status log showed shock failure-therapy pca.

Manufacturer narrative:
(B)(4).